Event description:
It was reported, the stimulation was covering the pt's pain, but was not providing pain relief. It was reported, the physician suspected the pt's crps had increased since implant. The pt was considering having the sys explanted. The physician suggested for the pt should turn the stimulation off for 8 weeks, and the sys may be explanted if the pt does not require the stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.